Event description:
Additional information received from a company representative reported that they were of the understanding that there was no known issue with the pump. The device manufacture representative believed the intention was to document that the pump was functioning within specification. It was later reported by another device manufacture representative that they were not aware that there was any issues with the pump that was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Concomitant medications and patient history were not available. On (B)(6) 2015, unspecified difficulty occurred during normal pump and catheter use. No troubleshooting was performed. As a result of the hcp's concerns with the quality of the manufacturer's implanted systems, the hcp decided to perform a routine replacement of the system with another manufacturer's product on (B)(6) 2015. No patient symptoms were reported. No interventions were performed, besides replacement. The pump was explanted and replaced and the catheter was partially explanted; it was trimmed and tied off. Both the pump and the partial catheter were to be returned; it was requested that the pump be evaluated to make sure it was working correctly. As of (B)(6) 2015, the patient status was reported as "alive - no injury," and the issue was resolved. The hcp had no further information. As of (B)(6) 2015, the status of the returned devices was unknown.